Event description:
Hill-rom rec'd a report from the account stating the nurse call was inoperative. The bed was located at the account in room 7827. There was no pt. User injury reported. This report was filed in out complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the power cord connector was dislodged from the connection at head of bed. Per the hill-rom user manual, warning: the pt position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound pt risk assessment and protocol to prevent personal injury. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech connected the power cord to resolve the issue. Based on this info, no further action is required.